Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, when the device was removed it was observed that the foot plate was broken. The missing piece was not recovered. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device not returning - correction. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received via user facility medwatch report: patient underwent cardiac cath. During deployment of the perclose suture device, there was a device failure and a small piece of the foot process of the device appeared to have broken off. X-ray of the device was performed and the plastic segment appeared to be radiolucent. X-ray of the femoral area post- procedure did not show any radiopaque abnormalities. The patient had an excellent femoral pulse and distal pulse. The patient was kept overnight, treated with antibiotics and watched for vascular complication with consults from ID (infectious disease) and vascular surgery. No known harm to patient. Post discharge patient will be monitored for signs and symptoms of infection or occlusive complications from tiny piece of plastic. Disclosure to patient on event and follow-up plans. Other pertinent information: the patient was kept overnight, treated with antibiotics and watched for vascular complications with consults from ID (infectious diseases) and vascular surgery. No known harm to patient. Post discharge patient will be monitored for signs and symptoms of infection or occlusive complication from tiny piece of plastic. Disclosure to patient on event and follow-up plans.